Event description:
It was reported that the physician could not manipulate the lead due to the stylet not reaching far enough. When measuring, the impedance was above 4000 ohms and all other measurements were in range. The physician decided to exchange the lead.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: the reason for return ws not confirmed. The lead exhibited normal electrical characteristics. The lead impedance was measured and it was within product specification.